Manufacturer narrative:
Please retract this report 2017865-2025-85924. Correction: section d: new information received identifies the serial number as (B)(6) instead of (B)(6). The model should have been fortify vr instead of gallant vr. The ICD fortify vr was replaced for having reached the normal replacement indicator (eri). There is no complaint. Please retract this existing report. There was no adverse event and no product problem. Please retract this report. There was no complaint.

Event description:
Please retract this report 2017865-2025-85924. There is no complaint on this product. New information identifies a correction to the implantable cardioverter defibrillator (ICD) serial and model number. The ICD was replaced for having reached the normal elective replacement indicator (eri).

Manufacturer narrative:
Further information was requested but unavailable at this time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.